Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found that the primary battery was incorrectly installed. The se reinstalled the battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time of the reported event.